Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for mild stress incontinence in (B)(6) 2009 and mesh was implanted. In (B)(6) 2017, the patient was examined and it was found that the device was in the wrong place and very tight. The patient reported experiencing extreme pain, cutting feeling, urgency and dyspareunia. The patient reports that these issues began in 2011. The patient was treated for interstitial cystitis for years. In (B)(6) 2017, the device was removed and the patient is no longer experiencing pain. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 09/03/2019.